Event description:
It was reported that during implant, after multiple attempts to reposition the right ventricular lead that the helix would not retract. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.